Event description:
During an acl (anterior cruciate ligament) procedure with a trans-tibial drilling technique using an endoscpc cann.drl.bit 4.5 strl, it was reported that the drill broke inside the patient. After drilling the tibial tunnel, the surgeon flexed the knee a little to get a good position for the femur drilling. When he was close to the cortex, the surgeon could not get any further, so he pulled the drill out. He then saw that the drill was broken and bent. X-ray was used to localize where the drill tip was, and noted to be very close to the cortex. The surgeon over drilled with 6.5 mm drill from the femoral using an outside in technique. When he could see in the x-ray that the bone tunnel was close to the drill bit he stopped. Next the 4.5 mm drill was put in through the femoral tunnel (inside out technique) to push the drill bit forward and out of the femoral tunnel. The femoral tunnel length was 66 mm. He picked up the drill bit through an additional skin incision. He ended the surgery with xtendobutton and endobutton cl 40 on the femoral side. The patient was doing okay after the surgery. A post-procedure x-ray confirmed that no part of the device was left in the patient. The patient stayed one night instead of going home the same day as surgery.

Manufacturer narrative:
Device evaluation: one endoscpc cann.drl.bit 4.5 strl device was returned for evaluation. The device was returned broken with the drill head unattached from the shaft of the device. The shaft of the device is visibly bent midway. The batch and lot number are not available. A review of the clinical details that were provided identified that the surgeon flexed the knee with the drill inside the tunnel. The failure mode is confirmed; however, the root cause is attributed to user error. This device is not designed to be used in the manner as described in the clinical details. No additional action is required. The instructions for use states: ¿as with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ (B)(4).